Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when storing filled bd vacutainer® barricor¿ venous blood collection tube in a minus 20 degree freezer the caps pop off. There was no report of medical interventions, exposure or injury.

Manufacturer narrative:
Investigation: no samples or photographs were returned by the customer in support of this complaint. A review of the DHR identified no issues relating to the reported defect. No objective evidence was provided to indicate that the device was the cause of the reported defect. Evaluation of the DHR did not indicate any issues relating to the reported defect. The tubes are being frozen at -20°c which could have an impact on the reported defect. It is also understood that the compound of the barricor stopper is different to that of sst & pst and could account for the different reaction to the lower temperatures. No definitive root cause could be established for the reported defect.